Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room complaining of hypertension and near syncope. The right atrial lead exhibited loss of capture and oversensing noise. The lead was explanted and replaced successfully. No additional information was available.